Manufacturer narrative:
(B)(4).

Event description:
The target lesions were the cx and ostial lad and exhibited a little tortuosity and a little calcification. The bifurcation of the ostial cx had a previous bare metal stent implanted. Pre-dilation was not performed. The ostial lad was stented first with a resolute integrity stent, and it is reported that the proximal part of this stent came out into the bifurcation and the opening of the circ. After stent implantation some plaque shifted to cx. The physician intended to use a 2.5x 12 mm resolute integrity stent to treat the om off the cx. The device was removed from packaging as per IFU and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. Resistance was encountered advancing the device and excessive force was used during delivery but the device would not pass through the bifurcation of cx/lad. The device was removed and the physician made another attempt. On the second attempt more force was used but the stent could not pass the bifurcation. It is reported that when the device was removed the stent was not present on the balloon. The stent was "floating" in the mid cx. The physician implanted another stent in the ostial cx in order to open up the vessel to cross with another stent device used to crush the dislodged stent. The device passed through a pr eviously deployed stent. No further patient complications were reported.